Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set would not come apart from the patient line on the amia device. It was further reported that "the transfer set end (dark blue portion) that was covered by the patient line connection continued to spin around, not allowing the parts to disconnect." This occurred at the end of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.